Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the needle fell out of the device. There was patient involvement but no patient injury. No device fragment fell into the patient cavity or was left in the patient cavity. To correct the problem, a new device was opened.